Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Unit was received with corroded battery tube, cracked battery tube threads and cracked case at corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. Customer states the insulin pump was exposed to moisture and they did not notice while swimming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.